Event description:
It was reported that during a low anterior resection procedure, the device was used to anastomose the colon and the rectum. When a leak test was performed, it was found that an air leak occurred from the back side of the rectum. Since the air leak occurred, an artificial anus was made. Air leak was found at the point when the staples were deployed. Requested and rec'd the following info on 08/25/2009: the device did not have any difficulties during the firing. When the doctor was checked the resected ring tissue, it was no problems. The doctor commented that the tissue was not thick and it remained to be identified why this issue occurred. Requested and rec'd the following info on 08/31/2009: it was noted that the staple formation and completeness of the staple line could not be confirmed because the surgeon did not perform the colonoscopy. Requested and rec'd the following info on 09/08/2009: because no colonoscopy was performed, the doctor didn't confirm the inner side of the bowel. It means that he could not check the anastomosis site. So, we don't have any info for the staple form (completely b-formed or not, etc.) And for staple line.

Manufacturer narrative:
Date sent: 09/15/2009. Eval summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples and well as completely cut the test media and the breakaway washer without incident. The staple line was completed and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.